Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 4th related complaint for stopper damaged on lot # 0167709. Investigation summary: customer returned (160) loose 3/10cc, 6mm syringes. Customer states that there is rubber stopper distortion. Thirty out of 160 returned syringes were examined and all exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch # 0167709 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for insufficient barrel lube. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Initial evaluation: examination of the photos indicates that the stopper leading edge was angled to one side in the barrel and not straight across. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0167709 was reviewed. The syringes were assembled from 24jul2020 to 30jul2020. If a defect is found during an inspection a quality notification is initiated. Quality notifications #(B)(4) was written on 27jul2020 for issues relating to the assembled syringe defect. Maintenance dispatch (l2l) was reviewed, and dispatch #102382 was created on 27jul020 for dry barrels. Root cause: insufficient barrel lube. A dry barrel is the result of the lack of silicone in the barrel which allows the plunger / stopper to move with limited ease. Found several lines from the ivek pumps were damaged and crimped. Corrective action: replaced several lines with new parts. Affected packaging product was acceptable per stating process and assembled product was scrapped."

Event description:
It was reported that 400 syringe 0.3ml 31ga 6mm halfunit 10bag had deformed stoppers before use. The following was reported by the initial reporter: "the customer stated that she has 7 boxes of the syringes (700 ea) with the same lot number(#0167709) and she found 4 boxes of the syringes have the rubber stopper distortion."